Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump low blood glucose (bg) alert vibrated instead of sounding the alert. Tandem technical support (cts) reviewed pump settings and none were set to vibrate. Customer reported to have changed some pump settings prior to calling cts; however, could not recall if the low bg alert had been changed. Cts verified with customer that all current settings were set to the desired specifications. Customer's blood glucose was 65 mg/dl.